Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the capsule fell into the patient's stomach when deployed. There was no harm to the patient. A repeat bravo procedure was performed. Intervention was not required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The bravo user has been using this procedure for five years. Lubricant was used to facilitate capsule placement and the device operator is sure that no lubricant went to the capsule chamber. The device operator is unsure of what would have caused the capsule to attach/detach.